Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had power error detected alarm. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for power error detected alarm. Customer reported that, insulin pump has not been exposed to temperatures below 5 degree celsius. Customer previously called to report power error detected. Power error has been going on since last month and this week. Customer advised to replace the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current measurement and active current measurement. All currents within specific range. However, confirmed power error due to j6 connector resistance issue.